Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for investigation. Upon evaluation of the unit, the set was confirmed to be assembled within internal specifications when compared against the blueprint drawing. To replicate the reported concern, the sample was attached to the pump and tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during testing. The IV set was leak tested with no leakage detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: after priming her unasyn using the pump, I programmed the medication and hit start. It immediately started to alarm "air bubble alarm." I stopped and troubleshooted including repriming, flicking tiny air bubbles past the air bubble sensor, changed out the pump to a new one, and asked another pump super user to check it but nothing allowed it to run. Then I changed out the tubing (which caused the patient to miss out on some amount of medication that was left in the tubing (up to 18ml). After changing the tubing, the medication ran without problem. No injury reported.